Event description:
Describe event, problem, or product use error: painful cramps every time I use a tampon. I use inserted silicone cups now. My husband is well endowed; the size isn¿t the problem. Tampons when inserted cause issues because the heavy metals inthem are not supposed to be inserted into the body in an absorbent organ. The incompetence of this administration and lack of action and accountability are staggering. Do studies on women who wear tampons, not sucking lab experiments! Do you know the lifelong impacts this could have. Do you care? We all come from vaginas. You should treat them with respect. There is no safe level of exposure to lead. Take it out of formula, baby food, and protein powder while you¿re at it. Don¿t make me come down there. I¿ll do it myself. / product details: super plus.